Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplemental information provided by a nurse in (B)(6) of bronchitis, a patient who made a mistake/touch contamination, and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced bronchitis and was hospitalized on (B)(6) 2011. On an unreported date, while in the hospital, the patient made a mistake and touch contamination occurred. On (B)(6) 2011, the patient experienced peritonitis. Treatment rendered for the events was not reported. On (B)(6) 2011, the patient was discharged from the hospital. The patient was recovering from peritonitis; however, outcome for the bronchitis and event of the patient made a mistake/touch contamination was not reported. Dianeal therapies were ongoing. The nurse stated the peritonitis was not related to dianeal therapy and did not comment on the events of bronchitis and the patient made a mistake/touch contamination.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10i22052, h11e24030, h11b24029, h10k05047, h11b21041, h11c31030, h11d25048, h11e19022, h11f22040, h11f28047, h11b07024, h11d12038 and h11e09049 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name, manufacture and 510k, however have been provided in this MDR. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.